Event description:
Refrence number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of cannula did not insert into the body upon deployment which led to hyperglycemia and high ketone levels on (B)(6) 2024. The patient went to emergency room (ER) due to high blood glucose level and large ketone levels. The patient's blood glucose level was 587 mg/dl and was treated with intravenous (IV) insulin drip and correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Based on the review completed on 19-jan-2026 and investigation completed on 22-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results: upon review of the event description and assigned malfunction code malfunction cannot be determined, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.